Manufacturer narrative:
This electrode is still with hospital facility and is not available for return at this time.

Event description:
It was reported that this patient received an inappropriate shock due to a stress test due to triple counting. The patient then received an additional inappropriate due to oversensing lower amplitudes with some noisy signals. The root cause was determined to be the electrode which was in poor positioning. This electrode was replaced and the device is still in service. No additional adverse events.